Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood on (B)(6) 2019 with blood glucose was 380 to 400 mg/dl. Customer¿s current blood glucose was 140 mg/dl. Customer was treated with intravenous insulin. Customer stated that there was air bubble in the tubing. Customer was alleging insulin pump for under delivering because blood sugar was not getting down. The insulin pump will be returned for analysis.